Event description:
A ventilator was returned to a third party service center for evaluation.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure of the device to operate with ac power was observed. The device's power supply was replaced to address the issue.